Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that during an implant procedure for a light adjustable lens (lal, sn (B)(6), 10.0d) a capsular bag tear occurred. The surgeon performed a vitrectomy and placed the lal into the posterior chamber. Rxsight's first awareness of this event was on (B)(6) 2023.